Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system underwent intentional shocks performed by the device in an attempt to convert the patient's atrial fibrillation. The 3rd shock was successful and resulted in sinus rhythm. After the 3rd shock, loss of capture was observed. After the 3 maximum energy shocks, the electrical diagnostics were evaluated and it was noted that the right ventricular (rv) and left ventricular (lv) pacing impedances were greater than 2,000 ohms. In addition, the shock impedance was less than 25 ohms. A short of the system was suspected. A system replacement was performed. The device was explanted and returned for analysis. The leads were not returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The left ventricular lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.